Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electro surgical unit (iesu) was analyzed, and the reported complaint was confirmed by failure analysis. The iesu was placed on an in-house system and was run in normal mode. During testing, there was no bipolar power during cauterization.

Manufacturer narrative:
An intuitive field service engineer (fse) went on site and replaced the integrated electro surgical unit (iesu) to resolve the issue. Intuitive surgical, inc. (Isi) did receive the iesu to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the bipolar energy intermittently cut out during the case. The procedure was completed with no reports of patient injury. Intuitive surgical inc. (Isi) followed up with the customer and obtained the following additional information: the reported issue did not cause any adverse effect to the patient. The issue was fixed by replacing the generator.